Event description:
It was reported that during a bilateral hernia repair, the left side of the hernia was completed, and the right side was not completed due to the staples not forming in the mesh. There was no other device to complete the right side so the case had to be aborted. The patient is doing fine. Unknown at this time if the patient is coming back for the other side to be completed. Additional information was collected after speaking with the contact at the facility: the patient came in for a bilateral hernia repair and left with only the left side completed; the left side was worse than the right. The surgeon completed the left side with the first device, and a second device was opened to complete the right side. The device did not form the staples in order to place the mesh and since another device was not available, the procedure was aborted. The patient was left with only the left side completed. The patient left the hospital as expected. The hospital is speaking with the insurance company to find out if the facility fee can be waived in order to complete the right side. The surgeon is anticipating the patient to come back for the completion of the right side. The contact will follow up with the surgeon in the next couple of days to see where they stand in that process. An additional follow up message has been left with the contact to find out the status of the second procedure.

Manufacturer narrative:
Date sent: 09/21/2009. Evaluation summary: the analysis results showed that one device was returned with the staple stack non conforming and the nose open, however, the nose weld was noted to be sufficient. No functional test could be performed due to the condition of the device. While no conclusion could be reached as to how the nose became open, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. A batch record review was performed, and no anomalies were found during the manufacturing process.